Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-07154. It was reported that log files were sent in for review due to alarms on the mobile power unit (mpu). There were power cable issues overnight on (B)(6) 2021 and (B)(6) 2021. The patient reported alarms while on the mpu and saw red lights next to battery cables as well as driveline. The patient switched to batteries after the alarm and remained on battery for the rest of the night. There were no alarms on the controller history or interrogation, aside from the power cable disconnects. The log file review found a few unusual power cable disconnect events while connected to battery power on (B)(6) 2021. It was indicated that the patient switched to the mobile power unit on (B)(6) 2021 at 0:13:57. Over the next 15 minutes, the log data recorded a couple of power cable disconnect events that did not appear to be intentional. It also indicated that the alarm silence button was pressed a few times during this period. The alarms resolved after the controller was exchanged. The controller was exchanged due to a dim pump running light.

Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-07154. It was reported that log files were sent in for review due to alarms on the mobile power unit (mpu). There were power cable issues overnight on (B)(6) 2021 and (B)(6) 2021. The patient reported alarms while on the mpu and saw red lights next to battery cables as well as driveline. The patient switched to batteries after the alarm and remained on battery for the rest of the night. There were no alarms on the controller history or interrogation, aside from the power cable disconnects. The log file review found a few unusual power cable disconnect events while connected to battery power on (B)(6) 2021. It was indicated that the patient switched to the mobile power unit on (B)(6) 2021 at 0:13:57. Over the next 15 minutes, the log data recorded a couple of power cable disconnect events that did not appear to be intentional. It also indicated that the alarm silence button was pressed a few times during this period. The alarms resolved after the controller was exchanged. The controller was exchanged due to a dim pump running light.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (serial number (B)(6)) was evaluated following the reported event of alarms active while connected to the mpu. The mpu was not returned for analysis; however, a log file was submitted. The submitted log file (labeled 095121) and the downloaded log file (labeled ab301212) contained partially overlapping data spanning approximately 2 hours on (B)(6) 2021 ((B)(6) 2021¿ (B)(6) 2021 per the timestamp). There were no notable atypical alarms active that would indicate an issue with the mobile power unit. Provided information stated additional information provided on (B)(6) 2021 stated that the alarms resolved when the system controller was exchanged. The root cause of the reported event could not be correlated to an issue with the mpu. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on (B)(6) 2018. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.